Event description:
It was reported that a year after the implant of this cardiac resynchronization therapy defibrillator (crt-d), an infection not caused by the device was identified. A surgical intervention was required to explant the device. No additional adverse patient effects were reported. The device is not expected to return.